Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bd alaris system did not provide low battery alarms and an infusion stopped due to battery depletion. Per the customer an event like this has happened a good while ago and you do not know if it was reported to bd or not. Furthermore, there are no further details available regarding that event.